Manufacturer narrative:
The pump user guide states: your pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off.  No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an auto-off safety alarm occurred. The contact did not provide further information. Blood glucose was 385 mg/dl. Tandem technical support assisted the customer with loading a new cartridge and infusion set. Insulin delivery was resumed.